Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured during pressurization. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and there was no problem with the patient's condition post procedure.